Manufacturer narrative:
Ge healthcare¿s investigation has been completed and the root cause of the incident could not be determined as the customer has declined to provide additional information regarding the event due to country privacy laws.

Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture unknown as the device serial number was not provided. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a technologist was injured as a result of working with the superbee detector over a period of time due to repetitive movements and the weight of the detector. The technologist will reportedly undergo should surgery for a torn/dislocated labrum.